Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusions. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. It was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. Reportedly, a new cartridge was loaded to address the issue. Customer¿s blood glucose level was 145 - 290 mg/dl